Manufacturer narrative:
Cleaned the trendelenburg box and adjusted the limit switches in order to resolve the problem.

Event description:
It was discovered that the trendelenburg and reverse trendelenburg no longer functioned on this bed.